Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic low anterior resection, prior to the first firing, the device handle powered off, and restarting could not be done. A new product was opened and used. The event occurred during procedure, but the product was not used for patient. There was no patient injury.